Event description:
"Cryopreserved stemcell product was frozen in a mixture as 10% dmso of total volume in december, 2004. However in 2005, this product was come out and it was observed that bursted in liquid nitrogen tank. The bag had been seperated two pieces from central of the bag."